Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to tearing of the curved rubber, bending angle insufficient due to the elongation of the angle wire, flexible tube of the insertion section crushed, scratches on insertion tube, coating of the insertion tube has been peeled off (1-2 mm or more), dirt on the operation part difficult to remove, scratches found on eyepiece, scratches found on grip, scratches on angle lever, scratches found on up/down plate, scratches found on vent metal under the grip, scratches found on fixed ring, and scratches found on light guide cover. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on tracheal intubation fiberscope for leaking. Upon inspection and testing of the customer returned device, the coating of the insertion guide serpentine tube was found peeled off (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.